Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while setting up an infant on the high frequency oscillatory ventilator (hfov), the therapist noted that patient was desalting while on one-hundred percent (100%) oxygen. After troubleshooting and adjustments, the therapist traced the o2 hose and determined that the o2 blender hose was mis-connected on the hfov. The blender did not give notice of the mis-connection by alarming. The customer reported the blender was replaced and o2 saturation readings rose on infant. Infant able to maintain o2 sat of 88 with fio2 set at 23%-28%. Blender removed and sent to biomedical (bme) for inspection. Bme inspection of blender noted that the alarm "whistle" cap was defectively not allowing blender to alarm when just one gas was connected. Bme replaced alarm cap and blender was able to alarm on air or o2 hose disconnect.